Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-25057 and 25059. It was reported the pt has elected to have her scs system explanted due to ineffective coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.